Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of clarification on previous call. The customer states that the customer that had the high blood glucose levels was his son. The father states that they are both on insulin pumps. The father states that they accidentally switched pumps, which caused the customer to run high. The customer's blood glucose level was over 600mg/dl. The father also states that when the devices were accidentally swapped, the son received a compromised force sensor system alarm. The father states the son went into diabetic ketoacidosis, but did not go to the hospital. The father states that they switched back pumps, and treated the high levels with the customer's original device. The father states that the compromised force sensor alarm caused the customer's levels to spike. The device has been replaced since.